Event description:
A hospital in another country, reported to us that the mr290u humidification chamber and a reusable breathing circuit were completely full of water. It was also reported that the waterbag had inflated. The report stated that the pt had a bilateral pneumothorax and that no medical or surgical intervention was required. The ventilator pressure setting was 48 cmh2o.

Manufacturer narrative:
A performance test was done on the returned mr290 complaint device to check for water filling. The chamber floats that control the water into the chamber from the water bag operated correctly, stopping the water below the max fill line. A lot check revealed no other complaint of this nature for this lot number. Conclusion: the returned mr290 chamber functioned correctly. The reported overfilled chamber and breathing circuit full of water indicates that the chamber's floats were not controlling water from the water bag into the chamber. Transportation vibration during return of the chamber could have re-aligned the valve, allowing the chamber floats to operate again. The mr290 instructions for use indicates the correct water level and advises the user to replace the chamber should the water exceed the limit line. We are currently seeking further info from the hospital. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.001%.